Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product; however, they didn't start to use it yet. No symptoms or medical attention reported since the last call.

Event description:
Consumer initially called for meter training. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 353 mg/dl. Customer stated that he had tested for the first time the night before and obtained a result of 299 mg/dl fasting. Customer was concerned that the results were high. The customer's expected fasting blood glucose test result range is 97 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 04/30/2020, and open vial date is (B)(6) 2018. Customer had just purchased the test strips (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1: 299 mg/dl date: 11/27 1 time: 11:08p fasting. Customer called about meter training, customer tested and got a reading of 353mg/dl fasting. Customer stated that he tested for the first time last night and got a reading of 299mg/dl fasting. Customer is concerned that readings are higher than expected. Customer had another true metrix meter and stated that meter was giving a\e5 reading and that's why he purchased a new meter.